Event description:
The a-port system was placed seemingly without incident through a right subclavian approach. The port was checked and was functional post-operatively. One week post-operatively, the port was no longer functional. Contrast was injected into the port under fluoroscopy and was shown to extravasate subcutaneously. The incision was reopened and the port removed. The catheter unfortunately was not found. Fluoroscopy showed the catheter in the right ventricle and it was removed by cardiology. Inspection of the catheter revealed that it had split lengthwise at the connection to the port. This undoubtedly occurred when placing it onto the port, but was undetected at the time of surgery due to its posterior location. Even though the metal sheath was locked over the catheter, the catheter worked its way off the port and into the pt's circulation.